Event description:
A discordant, falsely low calcium (ca) result was obtained on one serum patient sample on a dimension vista 500 instrument ((B)(6)). The discordant result was not reported to the physician(s). The serum sample was repeated in duplicate on an alternate instrument, also resulting low. The serum sample was then repeated on instrument (B)(6), resulting as expected. A plasma tube from the same patient sample was tested five times on instrument (B)(6), resulting as expected. The plasma sample was then repeated five times on an alternate instrument, also resulting as expected. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low ca result.

Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). A siemens headquarter support center (hsc) specialist evaluated the instrument data and did not find an instrument malfunction. The cause of the discordant, falsely low ca result is unknown, as the plasma sample resulted as expected upon testing on the same instrument. The instrument is performing according to specifications. No further evaluation of the device is required.